Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she could not remove the battery cap. The customer reported that the numbers were ramping on their own and the scroll bar was moving without input. The customer's blood glucose was 425 mg/dl at the time of incident. The customer stated that she have not treated the high blood glucose at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.